Event description:
The customer reported an issue where results printed from the back up media did not match the original results reported for several samples. Of the data provided only the issue with an ethanol result was a reportable malfunction. The original result on (B)(6) 2014 was not provided but was below the cutoff level of 25 mg/dl and was reported as negative. On (B)(6) 2014, the results for this patient were printed from the back up media and the assays were changed from a drug screen to clinical chemistry assays. On the display, the result of 2.79 g/dl which was listed for albumin on the printout overwrote the original ethanol result. The original result that had been reported out was believed to be correct. There was no adverse event. The field service representative found the backup media in question matched data but when printing the record, the result on the printout doesn't match the display. He found the qc view data to be almost at limit. He recommended the customer delete the qc view data that was no longer needed. He checked other backups and no other issues were seen.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.